Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power, and the hc alarmed system error 2367. The tsr had the hp cycle the power again to clear the alarms and explained that he would need to setup with new supplies. The hp was connected at the time of the alarm. The patient line had been properly primed prior to connecting. The hp had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. The root cause was use error - open clamp. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.